Event description:
The customer returned the colonovideoscope which is an olympus asset with no reported complaint. During evaluation of the device no image was displayed. The service repair technician indicated that the most likely cause of no image is due to damage on charged coupled device unit. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the charged coupled device unit was damaged causing no image. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.